Event description:
The customer reported the system would not fluoro and is displaying an error code 90. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found in the error logs the fast stop switch had been pressed twice. System operates as intended. (B) (4).